Event description:
It was reported that the customer came into the hospital with diabetes ketoacidosis and high blood glucose of 380mg/dl. The blood glucose reading was 380mg/dl. The nurse stated that the customer began to vomit the night before and could not sleep much. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time and date were incorrect. Assisted the caller with correcting them. Reviewed the alarm history and found several low reservoir alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.